Manufacturer narrative:
Of the 38 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, 24 were found to be malfunctioning due to bolus button leaks, battery compartment leaks and moisture. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 38</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-71 years of age and between 15 and 210 pounds. Of the reported patients, 12 were male and 22 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 5 instances of blank screen w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.